Event description:
It was reported on (B)(6) 2013 that while a surgeon was performing a cardiac procedure, the application instrument for sternal zipfix (referred to as a zipfix gun: part # 03.501.080; lot # 8447972) failed at the end of the procedure when the sternal ends were put on the patient. The surgeon noticed that zipfix gun did not feel right (it did not tighten); therefore, the surgeon completed the surgery, by using another available zipfix gun from his surgical tray. The procedure was successfully completed with no delay and no report of injury to the patient. No additional information was provided. The device report is for an instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Event date - unknown date. This report is for an instrument and is not implanted/explanted. Date returned to manufacturer: 11/17/2013. Date received by manufacturer: 10/31/2013. A review of the device history records was performed and not complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
The product development evaluation was completed. The part is a second generation zipfix application instrument. The condition received was reported as found that the trigger for tensioning the implant was not functional (blocked). There was no design related issues found on the returned instrument. The instrument is not functional as per the design intent. The root cause for this could have been due to some misuse by the user or mishandling of the device during the clinical reprocessing or during the assembly of the device by the manufacture. The subject device is currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn.

Manufacturer narrative:
A manufacturer evaluation was completed. The product as received condition was reported as: spring stop left (60090163) and spring stop right (60090164) are bent and twisted. The report concluded: a manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by forcible or incorrect handling.